Event description:
It was reported that the caller experienced an issue with the insulin gauge displaying an amount different than expected on their pump. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to address the problem by reloading the cartridge and delivering a 10.2 unit bolus. After these steps, the issue was resolved with the displayed and expected fill estimate values aligning correctly.